Manufacturer narrative:
E1: facility name "(B)(6)." H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, downloading the event history logs (ehl), and accuracy testing that passed, the pump was found to have a bubbled and ruptured downstream occlusion (dso) seal, bent parts in the alternating current (ac) connector, a pin stuck in the remote dose connector, and indent on the lens. The ac connector and remote dose connector were functioning normally. The customer problem was not duplicated as the customer did not complain of a specific problem but after investigation the results indicated a reportable malfunction due to the ruptured dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, lens, remote dose connector, and printed wiring assembly (pwa).

Event description:
It was reported that the device was returned for repair and during physical inspection it was found that the downstream occlusion (dso) seal was ruptured. There was unknown patient involvement.